Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.25x15mm trek rx device referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that a 2.25x12mm trek rx balloon dilatation catheter (bdc) was used in an anchoring-balloon technique in the right coronary artery (rca) for a retrograde approach to the lesion. No resistance during advancement was reported. The balloon was inflated but ruptured at 10 atmospheres (atms). Thus, the 2.25x12 mm trek bdc was removed without issue and replaced with a new 2.25x15mm trek rx bdc. The 2.25x15mm trek rx bdc was used in another attempt at the anchoring-balloon technique and was advanced without resistance, but it ruptured at about nominal pressure. The 2.25x15mm trek rx bdc was removed from the patient anatomy without resistance. It was noted that the non-abbott guiding catheter had a hole punched in it from the outside and this may have caused damage to the balloon materials, even though there was no reported resistance with the guiding catheter during advancement. A new 2.0mm trek rx bdc was successfully used to complete the balloon-anchoring technique in the rca. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.